Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection and pneumoperitoneum are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) was started on duopa therapy. On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2018, patient developed pneumoperitoneum and stoma site infection. The patient was treated with antibiotic amoxicillin. On (B)(6) 2018, the penumoperitoneum resolved. On (B)(6) 2018, the patient was planned to be discharged.